Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer has been hospitalized for one week with pneumonia. The customer's hospitalization was not diabetes related. The caller reported the customer was being treated with codozone, causing their blood glucose to rise. Customer's blood glucose was 573 mg/dl. The caller also reported the insulin pump alarming no delivery while attempting to correct their blood glucose with a bolus. It was also found the customer's infusion set and reservoir has been changed. Customer was advised to monitor their blood glucose and call back if their blood glucose rise. No additional information provided.